Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument came into contact with another instrument or a hard object and the instrument shaft broke. The instrument could not be pulled out of the cannula as a result. The cannula was removed with the instrument. There was no damage to the chest wall. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. It was further reported that the customer attempted to remove the cannula and instrument but was unable to restore the joint to the original position. The customer severed the instrument to separate it from the cannula. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The fenestrated bipolar forceps instrument collided with a cadiere forceps instrument. No issue was observed with the cadiere forceps instrument and it will not be returned for analysis. There was no arcing or unintended energy discharge observed during the procedure.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided stating that the instrument¿s main tube is broken and as a result the proximal clevis is dislodged from its normal position on the main tube. Additionally, it looks like the cables were cut to remove the entire distal end from the rest of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube approximately 1.87" from the distal tip. Visual inspection found the main tube and all distal end components to be broken as well. The distal and proximal clevis, the grip tips, and both the grip and pitch cables were all broken. There was no evidence of discoloration or corrosion/contamination on the grip and pitch cables to indicate a reprocessing induced issue. The broken pieces were not returned with the instrument.